Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed a manufacturing record evaluation was performed for the finished device 30355921m number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that (B)(6) female patient underwent a pulmonary vein isolation (pvi) atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Double transseptal puncture was performed with a brk xs product from abbott to access the left atrium (la). The ablation catheter and lasso were introduced into the la and the left superior pulmonary vein (lspv) was ablated and isolated. The thermocool® smart touch¿ bi-directional navigation catheter was then maneuvered to start with the left inferior pulmonary vein (lipv) ablation. While performing these maneuvers, the physician felt resistance on the catheter. Shortly after, the patient¿s heart rate increased, and the blood pressure dropped. Patient became unresponsive, and cardiac tamponade was confirmed by transthoracic echocardiography (tee). Pericardiocentesis was performed under fluoro guidance to remove the fluid from the pericardial space. Remainder of the procedure was aborted. It is unknown if extended hospitalization was required. Patient had fully recovered from the event. Physician believes the issue occurred because he was unfamiliar with the catheter, the physician usually uses non-nav catheters for pvi. The catheter irrigation was set as follow: 2ml/min standby flow, 15ml/min ¿ low power (<30.1w) and 30ml/min ¿ high power (>30w). No bwi product malfunctions nor error messages were reported. The force visualization features used included dashboard, vector, graph and visitag.